Event description:
A dislodged catheter was confirmed and was surgically revised on (B)(6) 2010. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).